Manufacturer narrative:
The device was returned to stryker for investigation, but the customer complaint of ¿overheating¿ was not confirmed. The failure mode was due to a defective x8000 lightsource not the light cable. Visual inspection revealed long usage discoloration of the outer sheath and a functional inspection revealed the cable when illuminated had excessive broken fibers. As previously stated the root cause was a defective x8000 light source. The product was returned for investigation, but the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a surgery the lightsource with a used fiberoptic cable overheated and burned the patient's leg. Furthermore, the sterile area was damaged due to burns. A second surgery was conducted with another cable and the same issue occurred.

Event description:
It was reported that during a surgery the lightsource with a used fiberoptic cable overheated and burned the patient's leg. Furthermore, the sterile area was damaged due to burns. A second surgery was conducted with another cable and the same issue occurred.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.